Event description:
In 2005, the facility contacted baxter customer service to report high ultrafiltration on an accura device for the last 36 hours of a 160 hours hemodialysis treatment. The nurse reported that for the last 36 hours, the houly goal was being reached in 45 minutes. No pt injury or medical intervention was reported. No further info is available at this time.